Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, gorora2 and gorora3, there were stock out alerts for midazolam 5mg injection despite sufficient stock being available in both machines. The maximum and minimum inventory levels on all anesthesia carts had been changed the previous day, and it was unclear whether this change contributed to the issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) requested customer about an update and clarification on where the stock out alerts were being received through pyxis es, pyxis logistics, device, or email. However, due to a lack of response from the customer despite multiple follow-up attempts, the tss closed the case after resending stock out alert messages to the devices. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, gorora2 and gorora3, there were stock-out alerts for midazolam 5mg injection despite sufficient stock being available in both machines. The maximum and minimum inventory levels on all anesthesia carts had been changed the previous day, and it was unclear whether this change contributed to the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.